Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted for a therapy upgrade. Previously, shocking lead impedance measurements had been high and out of range. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Impedance testing was completed and all measurements were within normal limits. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.